Manufacturer narrative:
Follow-up #1: date of submission 01/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: a review of black box revealed evidence of a cs 128 alarm during a rewind attempt. The pump powered with a returned battery cap. The battery cap was able to fully tighten. The battery compartment was intact. The pump case was found to be cracked in the upper right hand corner of the display area. The current draws were within specifications. The cs 128 alarm was not duplicated during investigation. The pump case was removed and there was no evidence of moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power ((B)(4)) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.